Manufacturer narrative:
Clinical diabetes specialist (cds) follow up 08/04/2016 - cds met with customer. Reportedly, "notice that the button push volume would decrease/change in sound as we went through the menus." The customer stated that at first could not hear a tone at all but after pressing other buttons he could hear a faint tone. It was indicated that the customer would continue to use the pump until the replacement arrives. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump speaker is not as loud. There was no impact to the customers blood glucose level. Reportedly, the pump speaker is intermittent when buttons are pressed. Troubleshooting with tandem technical support was performed. The customer will meet with clinical diabetes specialist.